Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received a no delivery alarm after running out of insulin. The insulin pump was stuck in the prime rewind menu. The customer's blood glucose was not known. Her reservoir was empty. The customer was assisted in completing a false prime to exit the prime menu. Nothing further was reported.